Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 346 mg/dl while wearing the pod. Patient reported the pink slide did not move forward; this indicates a needle mechanism failure occurred. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site. Additional method of treatment was not provided and this pod was discarded.